Manufacturer narrative:
The clinical sales representative (csr) was unable to replicate the issue when onsite with customer. The csr recommended the site allow extra time for the endoscope to initialize when reinstalled. The probable root cause cannot be determined based on the information provided and phone support details. The csr was unable to replicate the issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the nursing staff experienced issues with the optics not being recognized properly when changing, and sometimes turning in the wrong direction. The clinical sales rep (csr) was unable to detect this problem during their presence and requested that more time be allocated to the optics during re-installation. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: if it was previously set to 30 degrees up, after reinstallation it simply turns to 30 degrees down (supposedly without having pressed a clutch beforehand). It occurred irregularly from time to time during surgery when changing the endoscope. The endoscope was removed and reinstalled several times, and the operation was then able to continue with the same endoscope. The clinical sales rep (csr) confirmed that no endoscope will be returned to intuitive. The customer made this remark during the procedure dated november 3rd, 2025 and was meant to be a general comments on the recognition time of the endoscope on dv5 systems. The customer says that the recognition time is longer. This was a general remark based on their experiences on dv5 systems from the past procedures.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The clinical sales rep (csr) instructed staff to give more time to the optics during the re-installation.. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.